Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. The customer experienced poor arterial waveform quality, irregular ECG signals, and firing issues following the patient¿s return from surgery. Troubleshooting steps, including ECG electrode replacement, lumen flushing, and transducer replacement, improved signal quality but did not restore optimal pump performance. The patient continued to exhibit rhythm irregularities, and battery detection failure were observed. Despite further troubleshooting, the issue persisted, and the console was ultimately exchanged, which resolved the problem and restored normal operation.

Manufacturer narrative:
Event site name: (B)(6) hospital.